Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were not able to rewind insulin pump. The customer's blood glucose value was 114 mg/dl. The customer said that he got low insulin amount when delivering bolus. The customer stated that the rewind was not clickable. The customer received low reservoir alert when new battery was placed. The customer was able to clear alarm but could not able to rewind it. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify rewind and possible under delivery due to unresponsive button. No button error alarm during testing.